Event description:
The child was reported to the hospital due to ear pain after an impact near the implant site. Swelling on earlobe was noticed. Further technical checks are to take place.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child was reported to the hospital due to ear pain after an impact near the implant site. Swelling on earlobe was noticed. Further technical checks are scheduled.